Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional peripheral procedure. Reportedly, when attempting to remove the proglide device, the suture was not releasing. As the device was pulled out of the anatomy, passed the guide, it was noted the suture was stuck in the o-ring not allowing the device to be removed from the anatomy. The suture was cut and the device was able to be removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported suture malposition and device entrapment appears to be related to insufficient capture of the vessel due to device placement or friable vessel such that the knot was pulled out of the vessel during device removal as the suture would not have the necessary resistance required to release the suture from the suture bearing. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional peripheral procedure. Reportedly, when attempting to remove the proglide device, the suture was not releasing. As the device was pulled out of the anatomy passed the guide, it was noted the suture was stuck in the o-ring no allowing the device to be removed from the anatomy. The suture was cut and the device was able to be removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.